Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had power error. Blood glucose was unknown. Customer stated that the internal power source in the insulin pump is unable to charge. Customer previously called to report power error detected. Customer stated that power error detected recurred within a week of troubleshoot previous occurrence. Advise and explained how to performed troubleshoot but customer declined and stated that she does not have to do this because insulin pump is already faulty. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. Unit passed displacement properly. Pump error 25 noted due to connector resistance issue with the electrical board.